Event description:
Follow-up identified the patient underwent an entire system explant on (B)(6) 2017.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had not been charged for approximately two years. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.